Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 2 upper left buttons not working on keypad, which was verified during evaluation. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump two upper left buttons on the keypad did not work. The problem was found during programming or setup at the general patient ward department. There was no patient involvement. No additional information is available.